Event description:
It was reported that the rn called while transporting a patient on the cardiosave intra-aortic balloon pump (iabp) in an ambulance. He reports that they were using an arrow balloon catheter and unable to see an arterial pressure waveform. He switched the transducer to his lifepack and can see a pressure to show that the lumen and transducer were working. He questions the iabp or the cable as a possible problem. It was currently triggering in ECG. In addition, he stated that their estimated time of arrival to the destination was 2 hours. Upon follow-up several hours later he reported that the problem was either the red iab pressure cable or the grey non-getinge pressure cable and that when he connected his transport iabp to the destination facility pressure cable, there was an arterial line tracing present. There was no patient adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp in connection with this event. However, additional information is being requested. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the rn called while transporting a patient on the cardiosave intra-aortic balloon pump (iabp) in an ambulance. He reports that they were using an arrow balloon catheter and unable to see an arterial pressure waveform. He switched the transducer to his lifepack and can see a pressure to show that the lumen and transducer were working. He questions the iabp or the cable as a possible problem. It was currently triggering in ECG. In addition, he stated that their estimated time of arrival to the destination was 2 hours. Upon follow-up several hours later he reported that the problem was either the red iab pressure cable or the grey non-getinge pressure cable and that when he connected his transport iabp to the destination facility pressure cable, there was an arterial line tracing present. There was no patient adverse event reported.